Manufacturer narrative:
Product ID: 8578, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #:(B)(4), ubd: (B)(6) 2020, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6) 2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 375 mcg/day) via an implantable infusion pump. It was reported that the patient developed an infection after a routine pump replacement for battery depletion on (B)(6) 2018. The patient was seen by their hcp and was prescribed antibiotics. However, the patient did not take them as prescribed and they were admitted to the hospital on (B)(6) 2018. The patient's dose of lioresal was at 375 mcg/day and the managing physician lowered the dose to 250 mcg/day on (B)(6) 2018. The whole system was explanted on (B)(6) 2018 due to the infection. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.